Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was experiencing a 'communication issue'. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2012. The mss was advised by the patient that on(B)(6) 2012 at noon, the subject meter allegedly ''did not send the test result to the medtronic device'' and that the subject meter ''has not been communicating with the pump for some time now.'' The patient stated that he manages his diabetes with the insulin pump and denied making any changes to the his usual diabetes management routine in response to the reported issue. The following day, (B)(6) 2012 at around 2:00pm, during a doctor office visit, the patient claimed to have developed symptoms of ''chest pains, sweatiness, shakiness and difficulties in walking'' and was given ''orange juice and crackers by the doctor'' in response to the symptoms. Shortly after, the patient stated that the ''shaking and the sweating stopped and felt better.'' A few minutes later, he was tested on the clinic's device (unknown type) and obtained a reading of ''82mg/dl.'' The customer care advocate (cca) determined that the reported issue remains unresolved even after the troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that he developed symptoms suggestive of severe hypoglycemia and received medical treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on january 24, 2012 the meter was tested and no faults were found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.